Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured during first inflation. The device was removed, and the procedure was completed with another of same device. There was no patient complications reported.